Event description:
It was reported during knee arthroplasty that the femoral impactor pad fractured upon insertion of the implant. Another femoral impactor pad was used and it also fractured during implant insertion. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). Concomitant medical products- persona femoral cr impactor pad catalog #: 42509909400 lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event; please see all reports associated with this procedure: 0001822565-2023-01406.